Event description:
Customer states she did back to back testing on the same meter using the aviva system with results of hi and 197mg/dl. No treatment was received and no actions were taken based on result. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.